Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was returned for failure analysis and the reported 307 error was confirmed, but was not replicated during in-house testing. The following error codes were observed in the error logs: 307, 32097, 25730, 32125, 25732, 32133, 32126, 23049, 23006, 40084, 17, 25743, 40070, and 309, which confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with in-house instruments. No issues were observed and the unit passed system test. After installing on surgeon side console fixture test platform (sftp) and running the fitness test, the unit failed for verify encoder cal - wp, wy, ro and grip (roll_max_abs_ptec), gravity balance test post sine cyle - sh (max_imbalance), and el (max_imbalance). The mentioned tests passed after running calibrations. A 1 hour sine cycle was run and passed. As a result of this investigation, failure analysis has concluded that the slipring was found to be the probable root cause of the reported event. Although a definitive root cause cannot be established, the probable root cause is attributed the slip ring in the mtm. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the staff encountered a repeated error 307 during the procedure. The technical support engineer (tse) reviewed the logs, which reflected errors pointing to the right master tool manipulator (mtm) followed by an error 307. The staff power cycled the system, but the error returned shortly thereafter. The tse recommended a hard power cycle of the system. The staff were completing the procurement. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the error was recovered with a power cycle but reoccurred. The procedure was converted to laparoscopic with no patient injury or additional ports.